Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged complications post device implant: 2006: voiding difficulties, discomfort with urination, urinary retention. Mesh revision (obtryx) surgery: (B)(6) 2006: underwent revision of sling for urinary retention following sling urethropexy under general anesthesia. Following the mesh revision surgery, developed pelvic pain, blood in urine, bladder pain - CT abdomen and pelvis on revealed ovoid cyst, minimal cystocele, had bladder instillation treatment x 5 (B)(6) 2013- suprapubic pain, constipation, dyspareunia, incontinence during the interim period of (B)(6) 2006 to (B)(6) 2013. In (B)(6) 2013: underwent cystoscopy with hydrodistention, bladder biopsy and fulguration for pelvic pain under general anesthesia.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Device manufacture date: since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was hypermenorrhea and pelvic relaxation. The procedure performed was a laparoscopic assisted hysterectomy, bilateral salpingo-oophorectomy, posterior colporrhaphy, and urethral sling.